Event description:
Breast surgery approx 18 years ago. Over last several years has had problems with implants. Physical exam revealed significant asymmetry and problems with left breast. Class iii capsular formation, rt implant not palpable. On 5/21/99 pt underwent bilateral removal of silicone gel implants and bilateral capsulectomies. Both implants were removed intact. Devices given to pt.